Event description:
It was reported during the patient's drg system trial procedure, a csf leak occurred. Consequently, the patient complained of a headache. The hospital gave the patient caffeine and had her lay flat. No additional information was available at this time.

Event description:
Follow up identified the patient's headache has resolved.